Event description:
It was reported that a right atrial leadless pacemaker exhibited loss of capture. An x-ray confirmed device had dislodged to the pulmonary artery. The device was explanted but not replaced. Patient was stable.